Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from the pt. This case involves a (B)(6) female patient who experienced significant swelling at the knee/knee still swollen, removed some synovial fluid/fluid still in knee, cannot walk well and low grade fever/fever increased whilst receiving treatment with synvisc one. No medical history, concomitant medication and concurrent conditions were reported. The pt was previously treated with synvisc in the first three years and for the past 3 years had got one injection of synvisc one. On an unk date in 2014 (about 3 weeks ago), the patient received treatment with 6 ml of synvisc one injection once (route, batch/lot number and expiry date: not provided) for knee pain. The pt stated that she was not expecting any problems because she really liked the synvisc products and it had really helped her. On an unk date in 2014 (about 3 days after the injection), the pt developed significant swelling at the knee and a low-grade fever. It was reported that the doctor gave her a weeks' worth of steroids, but symptoms gradually got worse. Further reported, the pt's fever increased and she was finally seen in the emergency room about 6 days after the injection. At emergency room, the doctors removed some synovial fluid and started her on antibiotics also. The culture was negative for bacteria, but she was told to take antibiotics as a precaution. It was reported that despite it being little over the 3 weeks, she still could not walk well. Her knee was still swollen, but it had improved. Further reported, the pt saw the doctor who did MRI which showed fluid still in knee, but her physician wanted to wait for it to be absorbed naturally as he felt it risk infection to stick a needle back in her knee. On (B)(6) 2014, the pt started physical therapy. It was reported that the pt was scheduled to see her doctor on (B)(6) 2014. Outcome: not recovered for the events of removed some synovial fluid/fluid still in knee and cannot walk well and unk for the event of low grade fever/fever increased. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for the events of removed some synovial fluid/fluid still in knee and significant swelling at the knee/knee still swollen.